Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024 , the patient experienced blurry vision and then passed out. At that time the cgm reading was 115 mgdl. A nurse who happened to be at the patients home treated him with a glucose tablet. The patient´s spouse took the patient to the hospital. There was no treatment provided at the hospital and the patient was just resting. At the hospital the nurse took a bg reading which was 139 mgdl and the patient was discharged after 6 hours, the same day. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.